Event description:
In 2008, the pt was treated for an abdominal aortic aneurysm with a gore excluder aaa endoprosthesis. The trunk ipsilateral leg component was partially deployed without the use of fluoroscopy, leaving the ipsilateral leg constrained within the sheath and two aortic extender components were placed in the contralateral gate. After retracting the rest of the sheath to expose the ipsilateral limb, all components had moved distally, unintentionally covering the right hypogastric artery. The physician chose to leave the right hypogastric covered as there was plenty of profusion into the left hypogastric artery. An add'l three aortic extender components were deployed for wall apposition. Final angiogram revealed a type iii endoleak. Two add'l aortic extender components were deployed to solve the endoleak. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. Results: the review of the mfg paperwork verified that this lot met all pre-release specs. Conclusions: according to the gore excluder aaa endoprosthesis instructions for use, "advance and remove sheath only under fluoroscopic guidance."